Event description:
It was reported that the biomedical engineer saw excess current leakage from the programmer, of more than 300 ma (milliamps). The medtronic representative later observed the same measurement being taken, but all readings were normal. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. Programmer passed functional patient leakage testing. Rear display cover is scratched.